Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. The batch review cannot be performed since there was no lot number provided. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer reported to baxter product surveillance of a cysto irrigation set in which the set was leaking saline right below the drip chamber at the tubing when used with an unknown hand pressure pump bag. This occurred during patient-use. There was no patient injury or medical intervention necessary. No additional information is available.